Event description:
During a ptca treatment procedure, the maverick2 monorail 20/2.5 mm balloon ruptured at 12 atms. The lesion being treated was a calcified, 99% stenotic lesion in the mid-left anterior descending (lad) coronary artery. The physician used a 6f launcher ebu3.5 introducer sheath for vascular access and a rinato 0.014" guidewire to cross the lesion. He initially dilated the lesion with a pretige magna 20/2.2 mm balloon, then subsequently exchanged it for the maverick2 monorail 20/2.25 mm balloon. Following the rupture of this balloon, it was removed and replaced with another maverick2 monorail 20/2.25 mm balloon to successfully completed the procedure. No pt injuries or complications were reported.